Event description:
Info received indicates the head hi/low function is drifting down overnight.

Manufacturer narrative:
The account isolated the issue to a leaking hydraulic valve. The valve was replaced to repair the bed.